Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that when the nurse was removing the line the bifuse hub cracked in three places where it gets tightened (presumed to mean breakage of the spin collar). There was no report of patient harm.